Event description:
Received information stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was no harmed or injured as a result of the event. Covidien troubleshoot this issue with the customer over the phone and recommended the graphical user interface speaker be replaced.